Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that after the defibrillation charge was completed, shortly thereafter the charge was removed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that the patient was on a ventilator during the event. Their device was in AED mode and initially detected motion which prevented the device from analyzing the patient ECG rhythm. The device eventually analyzed the patient¿s ECG which resulted in a ¿shock advised¿ decision. Their device completed the charge for defibrillation; however shortly thereafter the device disarmed itself and the charge was removed. Chest compressions were performed on the patent and the device was switched to manual mode and a shock was delivered successfully to the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The downloaded electronic patient records were reviewed by physio-control and it was observed that the device analyzed the patient's waveform and determined the rhythm to be shockable. The device subsequently charged, which was removed one second after it had completed. It cannot be confirmed if the speed dial was pressed or the AED door was opened, which would have resulted in the reported event. A cause of the charge being removed could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy during a patient event. The customer advised that the patient was on a ventilator during the event. Their device was in AED mode and initially detected motion which prevented the device from analyzing the patient ECG rhythm. The device eventually analyzed the patient¿s ECG which resulted in a ¿shock advised¿ decision. Their device completed the charge for defibrillation; however shortly thereafter the device disarmed itself and the charge was removed. Chest compressions were performed on the patent and the device was switched to manual mode and a shock was delivered successfully to the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient and the event, but was unsuccessful.